Manufacturer narrative:
The reported event can be confirmed as the surgeon provided imaging confirming the fossa component was loosened, not broken as originally reported. The fossa bone screw was also shown as loose. Upon review of the patient's imaging, the stryker clinical consultant reported heterotopic bone ossification around the fossa component which may result in a decrease in maximum intercausal opening (mio). In conclusion, the findings and assessment by the clinical consultant , it is evident the patient developed heterotopic bone around the fossa component. Based on the investigation there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported that the right fossa component was found broken and a revision surgery will be performed to replace the component. Update: upon further investigation, it was confirmed the fossa component was not broken but was loose. See h11 for more information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported that the right fossa component was found broken and a revision surgery will be performed to replace the component.